Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is low o2/yellow light and unit alarms not functional. The key failure is pilot valve is sticking. Additional malfunction is the power switch short circuiting, which caused the alarm not to function. The non-alarming issue is a reportable event which is the basis of this FDA filing.